Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 460 (mg/dl). Reportedly, customer disconnected from pump prior to elevated bg event to shower and did not bolus for a meal consumed. A bolus was delivered and supplies changed to address bg levels. Recommendation was made for the customer to call back should they require any further assistance. Customer acknowledged.